Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 99% stenosed lesion was located in a severely tortuous first obtuse marginal artery that contained a bend of 73 degrees. The lesion was predilated with a 1.5x10mm non bsc balloon and a 2.0x8mm apex balloon to 8 atms. A 2.25x20mm taxus liberte' atom drug eluting stent was advanced to the lesion at deployed at 9 atms for 20-30 seconds. Resistance was felt when trying to withdraw the deflated balloon from the stent. The physician pulled hard and then ended up removing all devices. The lesion was post-dilated with a 2.0x8mm apex balloon. No patient injuries or complications occurred. Patient status is satisfactory.